Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No cgm reading was reported from the event, but the patient alleged that they thought it must have been inaccurate. On approximately (B)(6) 2025, an alert sounded from the cgm device, and the patient ¿assumed it was a high alert¿, and ¿ate sugar¿. It was confirmed that this is what the patient had reported. The patient then experienced loss of consciousness and went into a hypoglycemic coma. An ambulance was called by a neighbor and the patient was brought to the hospital where they received intravenous treatment with glucose and fluids. The patient was discharged on the same day. At the time of the report the patient was stable.. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.